Event description:
During laparoscopie roux-en-y gastric bypass, the 15 mm trocar was found to be fractured at the distal end. A laparoscopic inspection of the abdominal cavity revealed no evidence of the fragment.